Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The customer confirmed that the issue was reported in error and the device did not have a malfunction with the power button. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's power button non functional. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is unknown.

Event description:
The customer contacted stryker to report that their device's power button non functional. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.